Event description:
Country of complaint: (B)(6). Set screw does not fit into pedicle screw head. The threads of the screws were destroyed during insertion, the surgeon could not lock the set screw to the pedicle screw.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: two set screws received for evaluation. The thread of one set screw is partly peeled off. The most likely cause of this error pattern is that the screw was cross threaded during insertion. The shearing off of the thread of the set screws indicates that high forces were applied. Additional evidence is damage to the hexagon insertion location. Failure is likely related to user error.